Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a failure to alarm at their philips information center ix (pic ix) for bed 315l on (B)(6) 2021, at approximately 01:00pm. The patient pulled out he tracheostomy tube.

Event description:
The customer reported a failure to alarm at their philips information center ix (pic ix) for bed 315l on (B)(6) 2021, at approximately 01:00pm. The patient was found unresponsive, cyanotic, and hypoxic after pulling out their tracheostomy tube.